Event description:
While in post-surgery intensive care, a pt is suspected of developing a pneumothorax as a result of a cracked parallel y-connector. They assume that a leak occurred while hooked to the chest tube. The crack was noticed when the p.a. Went to split the tubes.